Manufacturer narrative:
Continuation of d10: product ID 977a260 (serial: (B)(6)); product type: 0200-lead; product ID 977a260 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implanted lead 977a260 5 mm compact 1 x 8 magnetic resonance imaging (MRI) and an implantable ne urostimulator 97715 intellis adaptivestim pain experienced multiple fall-type events within the past year and noticed a loss of stimulation several months prior. Upon evaluation, a bad connection and high impedance of 40,000 were identified on the 0-7 lead, which was being used for therapy on the left side where pain was mostly located. Impedance testing confirmed high impedance on the 0-7 lead, while the 8-15 lead was within normal limits. Therapy was subsequently moved to the 8-15 lead, and the physician was notified. The issue with the 0-7 lead remains ongoing and unresolved.